Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son reported via phone call that the customer was experiencing high and low blood glucose. Customer was hospitalized due to low blood glucose. Customer's blood glucose was 40 mg/dl. Customer's blood glucose at time of call was 90 mg/dl. During troubleshooting, customer was assisted in performing the displacement test, test passed. Customer was advised to monitor the device. Customer will not be returning the device for analysis.